Event description:
Company received report from the french competent authority indicating the oximax maxri sensor was providing spo2 at 100% while the abg (arterial blood gas) showed 91%. The maxri sensor was in use with philip's pulse oximetry setup. The pt expired.

Manufacturer narrative:
Company has requested more info regarding the incident. The sensor has not been released for failure investigation by the user facility. Referencing MFR# 2936999-2008-00252 for the other maxri sensor with same lot number. Philips has been notified of their devices that were in use with the maxri sensor. Per maxri dfu (directions for use): 'each manufacturer of nellcor-compatible instruments is responsible for determining whether and under what conditions its instruments are compatible for safe and effective use with each nellcor sensor model. This may include different specifications and/or warnings, cautions, or contraindications...'.